Event description:
The customer obtained a non-reproducible, higher than expected vitros tropi es result from a single patient sample on a vitros 5600 integrated system. Vitros tropi es result: 4.26 ng/ml vs. Expected of <0.012 ng/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The result was reported outside of the laboratory, but there was no treatment altered, initiated or stopped based upon the reported result. There were no allegations of patient harm made as a result of the event. (B)(4).

Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected vitros tropi es result was obtained from a single patient sample on a vitros 5600 integrated system. Root cause for the event could not be determined; however, inappropriate pre-analytical sample processing, inadequate customer incubator cleaning protocol, an unexpected reagent issue or an analyzer malfunction could not be ruled out as contributing factors.